Manufacturer narrative:
The complainant indicated that the device will not be returned for eval: therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Clinical trial. It was reported that during the carotid stenting index procedure, sub-optimal positioning occurred. The target lesion was a de novo lesion located in the ostium of the left internal carotid artery. Pre-procedure stenosis was 95%. Pre-dilatation was done prior to filterwire ez placement. After filterwire placement, pre-stent balloon angioplasty was done. When the first stent was deployed, the physician did not like the location that it was delivered to (sub-optimal positioning of the first stent). A second stent was placed. The site coordinator stated there was no malfunction. The site coordinator stated there was no malfunction. Final percent diameter stenosis was 15%. There were no adverse events noted. The patient was discharged one day later.